Manufacturer narrative:
Reference failure analysis (fa-2020601-2018-00011).

Event description:
It was reported that on (B)(6) 2018 while patient was undergoing liposuction of the flanks under general anesthesia, a 3mm liposuction cannula tip broke off at the last set of holes inside the patient's left flank. This was noted and attempts at palpating and finding the tip intraoperatively without making an incision were unsuccessful. An ultrasonic examination was performed to locate the exact location. Under sterile conditions and sedation, a 1.5cm incision was made and the cannula tip was removed intact on (B)(6) 2018.